Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the tip seal on the distal electrode of the lead showed evidence of blood ingression.

Event description:
It was reported that during the implant attempt, the lead could not be fixed well. That lead was not used and a new lead was attempted. When implanting that lead, there was a thrombus on the lead and the lobe couldn't open. The second lead was not used and a new lead was then implanted. No patient complications have been reported as a result of this event.